Event description:
It was reported that during a pci procedure, the tip of the wire fractured. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous rca. The physician withdrew the wire to reshape and the tip of the wire fractured outside of the patient. No patient injuries or complications occurred.